Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries. He then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use. Should have read (B)(6), but only the first name was inserted due to the contents exceeding maximum characters. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
During a preventative maintenance (pm) service the getinge field service engineer (fse) found batteries failed run time test. There was no patient involvement and no adverse event was reported.